Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a safety lead switch. The patient has had impedances trending low. It was also reported that this lead exhibited non-physiological noise on the rv channel. The patient is not pacer dependent. The patient's pacemaker was programmed to pace only in the ventricles. An external electrocardiogram was performed which confirmed that this patient was in sinus rhythm. The physician planned to place a holter monitor on this patient and re-evaluate whether or not the patient required a pacemaker system in the future. At this time, no further information has been made available.